Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: about three years ago. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient did not have adequate pain relief. It was also mentioned that patient had some discomfort at the ipg site making it difficult to sleep at night. The patient underwent an explant procedure.